Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, lead impedance was >1990 ohms in both unipolar and bipolar configurations.